Event description:
Facility medwatch attached. Patient identifier: (B)(6). Additional information: the hcp reported that the patient was experiencing increased pain and spasticity, oral medication were given. It was determined that the patient had a csf leak and an infection was suspected. A culture of the catheter wound, which was "opened and contaminated", was taken (B)(6) 2004 and was reported to be negative. The catheter was removed (B)(6) 2004. The patient had the pump explanted 6 months after implant. Additional information regarding the patient's current status is not available.